Manufacturer narrative:
The complaint is not confirmed. Control solution testing was performed. All results were within range specification and no errors were observed. No new issues were observed.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported intermittent issue with their freestyle freedom lite meter when the test doesn't start upon sample application and as a result of being unable to test on (B)(6) 2011 the customer fell on the ground experiencing seizure and bruised her knees. The customer denied third-party medical intervention and reportedly self-treated by eating food with orange juice to counteract the event. There was no report of death or permanent impairment associated with this medical event.